Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. 510k number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported the patient underwent total right hip arthroplasty on an unknown date around 2000. Subsequently, the patient was revised on (B)(6) 2014 due to poly wear. The liner and head were removed and replaced by new products.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right total hip arthroplasty approximately fourteen years ago. Subsequently, a right hip revision procedure was performed on (B)(6) 2014 due to wear. The acetabular liner and femoral head were removed and replaced. A review of invoice history suggests that patient underwent left total hip arthroplasty on (B)(6) 2004. Invoice history further suggests that left hip revision procedures took place on (B)(6) 2010 and (B)(6) 2012. Follow up attempts to obtain the reasons for the left hip revision procedures were unsuccessful.